Event description:
Additional information was received that there was failure to extend on the rv helix during the explant.

Manufacturer narrative:
The reported events were twiddler¿s syndrome, inappropriate shock, over sensing, high pacing impedance, and the helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of over sensing and high pacing impedance were not confirmed while the reported event of helix mechanism issue was confirmed. Visual inspection of the lead found the helix to be retracted and clogged with blood. X-ray examination found the inner coil over-torque at the connector region consistence with procedural damage. After cleaning, the helix was able to be extended and retracted when torque applied directly to the inner coil. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of helix mechanism issue was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue.

Event description:
During an in-clinic follow-up, increased pacing impedance and oversensing which resulted in inappropriate shocks occurred on the right ventricular (rv) lead. The cause of the event was due to dislodgement which was caused from twiddlers syndrome and confirmed with diagnostic imaging. The rv lead was explanted and replaced to resolve the event. The patient was stable.